Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. During registration, the emitter was displaying "localizer disconnected." While on the phone with technical services, the emitter began functioning and the site was able to start tracking. The issue did not result in a procedure delay. There was no impact on patient outcome. The probable cause was likely the site did not give the system enough time to initialize the emitter. No further actions were taken as the issue resolved during the call. No complications were reported/anticipated.

Manufacturer narrative:
Please refer to mfg. Report# 1723170-2019-05810 for emitter replacement and system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient information was unable to be obtained as it was deleted from the system. The emitter lot number was unknown. The emitter was replaced and no issues recurred.